Manufacturer narrative:
Further investigation based on the device analysis performed, it was observed a delamination of coating, and it is out of specification per qa199.05 as code uc, also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because matrix qpp07-01-003-g17 v7.0 does not mention the event of rupture as a potential high impact, additionally there is not risk to the patient as it has a severity of 3. It is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See manufacturing personnel review attached. In addition, no defects/problems/issues were found in the documents or in the personnel training review, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all delamination of coating for gel filled implants that have been manufactured in the last 2 years from october/2023 through september /2025 was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Also, per the review of the risk documents pfmea-silicone filled bi and sizer assembly, smooth (v3.0), the event of incomplete cure of adhesive on hole is a known event for which process controls and inspections are established to reduce the incidence of this defect as trained operators and 100% pull test. Nevertheless, the issues with delamination of coating will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "rupture". Healthcare professional later reported "intact silicone implant removed". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening on the dipcoat assessed as workmanship. A further investigation is requested. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "rupture". Healthcare professional later reported "intact silicone implant removed". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "rupture". Healthcare professional later reported "intact silicone implant removed". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.